Event description:
It was reported that the patient experienced aseptic loosening due to patient overuse (mechanical failure) - approx 18 months post op, patient developed pain after being delighted. Scan showed implant had loosened and rotated. It was reported that the regional sales manager on site, stated the patient had not followed the recovery pathway correctly.

Manufacturer narrative:
To date, the device has not returned for evaluation, the root cause could not be established. Additional reporting on this event will be provided as a follow up report if more information becomes available.